Manufacturer narrative:
No imaging could be provided for evaluation. The device was returned and initial observation shows that the tip of the cannulated tap had fractured off. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo threaded custom cannulated tap broke during surgery and remains in the patient. This event occurred in japan.